Event description:
The customer states that six out of fifteen patient samples had incorrect results transmitted from the architect i2000sr analyzer to their laboratory's (B) (6) computer (lis). The results were reported from the lab. Corrected reports were submitted. The customer gave one example of noticing a total protein result of 73 g/dl that retested at 7.0 g/dl. The customer also stated that some of the results had never printed from the architect even though the analyzer is configured to auto-print patient sample reports. The customer states that their lis recycles accession numbers about every two weeks and believes that the current incorrect results were transmitted from results on the same accession numbers that had been in use two weeks ago. The customer has no patient information available. There is no impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The analyzer's result log was reviewed and confirmed the repeated total protein result of 7.0 g/dl; however, the log did not capture the date of the initial sample run where the result of 73 g/dl was allegedly generated. Further information was requested regarding the sample identification numbers (sid) of the six samples in question, but was not available per the customer. Without the sid information, it could not be determined which samples allegedly had the incorrect results retransmitted from the instrument to the customer's laboratory information system (lis). The lis trace logs from the host lis were requested, but were not available due to privacy issues with the lis vendor. A complaint review was conducted for similar issues; however, due to the lack of information provided in the current complaint text (no sid information), any similar issues could not be determined. The abbott standard interface (B)(4) and the architect system operations manual (B)(4) provide information to address this customer's issue. No labeling deficiency associated with this issue was noted. The evaluation of the complaint text, log files, and complaint searches identified no software deficiency. No system malfunction was identified. This is a final report.